Manufacturer narrative:
The insulin pump passed displacement, rewind and basic occlusion tests. The insulin pump was received with motor error alarm in the bolus delivery loop. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during out testing.

Event description:
The customer reported that the insulin pump alarmed an error. Troubleshooting was performed. The blood glucose reading was 160mg/dl. Assisted the customer to run the displacement test and the test failed. Advised that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.